Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-12867. It was reported, the pt lost stimulation coverage following a fall. The physician removed and replaced the ipg and the leads. Post operative programming provided effective stimulation coverage. Note: the pt received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.